Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturer representative was asking if she could have an MRI, as she was told by the implanting physician she could. The consumer was also complaining that since a car accident, the device had not worked for her the way that it did prior to ¿surgery,¿ she was using less battery, and the doctor would not replace the device. Factors that may have led to the event were noted as car accident, no date available. The consumer had a follow-up appointment with the doctor and was told the device was working and there was no damage due to the accident. The issue was not resolved at the time of the report. There were no further complications reported and/or anticipated. Additional information received clarified the device had not worked for her the way it did prior to the accident not surgery. Troubleshooting was noted as the it was performed with the doctor, who advised there was nothing wrong with the system. It was unknown if any actions/interventions had been taken and the issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.